Event description:
It was reported that, during reprocessing, the gastrovideoscope's biopsy suction channel tested positive for more than 100 colony forming units (cfus) of klebsiella pneumoniae in the suction/biopsy channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. E1: (B)(6) hospital (added here due to character limitation).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Despite three good faith attempts, the user did not provide any information regarding the reprocessing steps. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channel. Cfu: 100 cfu. Bacterial identification: bacillaceae. Sampling date: (B)(6) 2024. Sampling from: suction channel. Cfu: 1cfu. Bacterial identification: agrobacterium radiobacter. A review of the device history record found no deviations that could have caused or contributed to the reported issue. In addition, the device was evaluated where no abnormalities were found that could have led to the positive culture. Based on the results of the investigation, the relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. The following is included in the device IFU: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.